Manufacturer narrative:
Device not returned.

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. The customer replaced the sensor to resolve the issue.